Event description:
This complaint is for a thrombotic event, which occurred twice with same patient. 1st thrombotic event (at) occurred in 2009, several hours after the implant of the cypher. 2nd thrombotic event (sat) occurred three days later. The target lesion was the proximal through distal circumflex artery (lcx). The lesion was a de-novo, eccentric, bifurcated and thrombotic lesion. Aha/acc classification of the vessel was type c. The lesion length was 35.0mm, and the diameter of the vessel was 3.0mm. The index procedure was an emergent case due to an ischemic syndrome (unstable angina pectoris). Predilation was conducted with a balloon (2.5/14mm) at 6atm for 20seconds. A cypher (2.5/23mm) was implanted at the lesion at 12atm for 20 seconds. Then, a second cypher (2.5/18mm) was implanted at 12atm for 30seconds overlapping the first cypher. Post-dilation was conducted with a balloon (2.5/18mm) at 14atm for 20seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3, after the procedure was 3. Act was not measured. Several hours post index procedure, the patient complained of chest pain. Re-angiography was conducted, and thrombus was observed from the proximal edge to inside the implanted cyphers in the proximal through distal lcx. To treat the thrombus, aspiration thrombectomy and balloon angioplasty with a balloon (3.0/15mm) at 20atm for 20 seconds were conducted. The patient was then transferred to a tertiary hospital for coronary artery by-pass surgery. Three days later, the patient again complained of chest pain during hospitalization. Angiography was conducted, and once again thrombus was observed from the inside to the distal edge of the implanted cyphers in the proximal through distal lcx. To treat the thrombus, aspiration thrombectomy and balloon angioplasty with a balloon (2.5/15mm) at 20atm for 30 seconds was conducted. Physician's comment: the possible cause of the first thrombotic event (at) was that the anti-platelet agent was not administered before and after the pci, because the case was emergent and a CABG was scheduled. Besides, the stent seemed to be under-dilated. The possible cause of the 2nd thrombotic event (st) was that the anti-platelet agent was not administrated after the pci, because a CABG was scheduled.

Manufacturer narrative:
Anti-platelet therapies conducted were following: aspirin 100mg/day: 2009, the following month. Clopidogrel sulfate 300mg/day: original date, 75mg/day: the next day, the following month. Heparin 10,000u:three days prior to original date (during the pci), 10,000u/day: for four days in the same month, 20,000u/day: the following month. Heparin was administered instead of aspirin and clopidogrel sulfate, because a CABG was scheduled. Then the thrombotic event took place on original date and administration of aspirin and clopidogrel sulfate was started. On the following month, administration of aspirin and clopidogrel sulfate was discontinued due to the scheduled CABG at lad and rca eight days later, and administration of heparin (20,000u/day) was started from the following day. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same events. Please reference MFR. Report #: 9616099-2009-00606.